Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 325cc saline breast prosthesis, catalog #3502325, serial #(B)(4). (B)(4).

Event description:
It was reported that a female patient underwent an unknown procedure with mentor smooth round moderate plus profile 325cc saline breast prostheses when both left and right prostheses deflated after implantation. The patient reported that the devices lost a lot of saline. In addition, the patient reported that both devices had a bubbly feeling. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.